Event description:
(B)(6) reported the patient reported a syncopal episode and neck pain for two weeks with trapezial and shoulder pain. The patient had a cervical MRI which showed new degenerative changes c3-4.

Manufacturer narrative:
Device was used for treatment. The exact part number could not be identified. Device was not returned to manufacturing. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.